Manufacturer narrative:
Based on the available information, the root cause of the event remains indeterminable. However, it is likely that patient related factors and the progression of the patient's underlying valvular disease pathology contributed to the event.

Event description:
Edwards received additional information through follow up with the healthcare provider that the reason for the valve in valve procedure was due to severe aortic insufficiency from valve degeneration and severe aortic stenosis, after an implant duration of 19 years and 11 months. Per obtained medical records, the patient presented with acute decompensated heart failure. A 23mm transcatheter valve was successfully implanted. The patient tolerated the procedure well and was discharged home in stable condition on post-operative day eight.

Manufacturer narrative:
Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. The device was not returned for evaluation, as it remained implanted. In this case, minimal information regarding this event was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the event remains indeterminable. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 23mm pericardial aortic valve was disabled via a valve-in-valve procedure due to unknown reasons after an implant duration of 19 years, 11 months. A 23mm transcatheter valve was implanted. Patient outcome was reported to be good. No additional details were provided.